Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 24 mmol/l. Customer did not using auto mode at the time of incident. Customer treated with insulin. Customer stated that the insulin pump received occlusion alarm when bolus was delivered. The insulin pump will not be returned for analysis.